Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported false downstream occlusion messages which were confirmed and reproduced during evaluation. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. No related malfunction could be identified. The downstream sensor is a known contributor to downstream occlusion alarms and thus was replaced to address this failure and prevent future recurrence of the identified symptom.